Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and single coil implantable defibrillation lead exhibited high out of range shock impedance measurements. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The patient will be followed via routine appointments. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.